Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No motor error alarm noted and the motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was 160 mg/dl. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.